Event description:
It was reported that during the procedure, this lead could not be fixed properly, resulting in suboptimal parameters. As a result, the procedure was completed with a new lead. No adverse patient effects were reported. This lead is expected for return. This lead was received for product investigation. This supplemental report includes device technical analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during the procedure, this lead could not be fixed properly, resulting in suboptimal parameters. As a result, the procedure was completed with a new lead. No adverse patient effects were reported. This lead is expected for return.